Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had prostate surgery after which the patient had a return of symptoms. The health care provider (hcp) reportedly stated that it may have to do with some adjusting with the neurostimulator. It was determined that the therapy was off, but there was no mention of the device being turned off for the surgery. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.